Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient loss efficacy in the therapy after having the ipg implanted for approximately 2 years. When patient went to the clinic for a follow up, it was determined that the ipg was depleted, the device could not connect to the ipg even with other programmers. No factors were described by the patient. Patient called medtronic patient services, they could not connect to the ipg. The clinic was advised to bring the patient in for troubleshooting. The physician assistant saw the patient and determined the ipg was depleted after trying to connect to the ipg multiple times with multiple programmers. Ipg replacement took place on (B)(6) 2026. Issue resolved. Will be returned.